Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. The investigation was unable to determine the exact root cause of the failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ceramic head of the subject device was damaged. This was observed during reprocessing. There were no reports of patient involvement.